Event description:
The customer reported that the insulin pump had a frozen display and the time was not advancing. Troubleshooting was performed. The customer stated that the buttons were unresponsive. The customer stated that there was an alarm that occurred during or after the buttons stopped responding. The customer stated that when she changes the battery the insulin pump would make a constant tone, and would load to the number five and then freeze. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.